Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required intervention was likely related to patient anatomy. The procedure was successfully completed with no adverse patient effects reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted 1 mm into the ventricle. A balloon aortic valvuloplasty (bav) was performed, but due to severe native leaflet calcification that extended into the left ventricular outflow tract (lvot), severe paravalvular leak (pvl) was noted on echocardiogram. Subsequently, a second valve was implanted, valve-in-valve, and improved the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.